Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that after the area experienced thunderstorms and a loss of power, the remote monitor was no longer transmitting successfully. The monitor had transmitted successfully previously. The monitor was to be replaced. No patient complications have been reported as a result of this event.